Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the anterior tibial artery and the popliteal artery. The rate of stenosis was unknown. Both lesions were cto. It is unknown if there were stents present within the treatment site or tracking path. An ipsilateral approach was made with a 4.5f parentplus, medikit introducer sheath from the femoral artery. A prominent standard, tokai medical micro catheter and a cruise, st. Jude medical guidewire were advanced and crossed the anterior tibial artery. A 1.5mm shiden, kaneka device was inserted and inflated. A sleek otw device was removed from its pouch to be used in the procedure however when removed from the pouch a kink was confirmed 2 to 3 cm from the balloon. The device was not inserted into the patient. The complaint device was then inserted into the patient and delivered to the lesion and inflated in the distal portion of the anterior tibial artery. However the balloon ruptured at 4atm. The type of rupture is unknown. It is unknown what was used to inflate the device and unknown if this was used successfully with other devices. The device was removed in one piece from the patient. The device did not separate or break at any time during the procedure. It is unknown how many times the device was inserted into the patient and inflated and unknown if force was required or if kinks were noted during or after use. Another sleek otw device was inserted, delivered and inflated several times in the distal and proximal portion of the lesion and the procedure was completed successfully. The patient did not experience any complications as a result of the failure with the device. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the balloon ruptured. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the anterior tibial artery and the popliteal artery. The rate of stenosis was unknown. Both lesions were cto. It is unknown if there were stents present within the treatment site or tracking path. An ipsilateral approach was made with a 4.5f parentplus, medikit introducer sheath from the femoral artery. A prominent standard, tokai medical micro catheter and a cruise, st. Jude medical guidewire were advanced and crossed the anterior tibial artery. A 1.5mm shiden, kaneka device was inserted and inflated. A sleek otw device was removed from its pouch to be used in the procedure however when removed from the pouch a kink was confirmed 2 to 3 cm from the balloon. The device was not inserted into the patient. The complaint device was then inserted into the patient and delivered to the lesion and inflated in the distal portion of the anterior tibial artery. However the balloon ruptured at 4atm. The type of rupture is unknown. It is unknown what was used to inflate the device and unknown if this was used successfully with other devices. The device was removed in one piece from the patient. The device did not separate or break at any time during the procedure. It is unknown how many times the device was inserted into the patient and inflated and unknown if force was required or if kinks were noted during or after use. Another sleek otw device was inserted, delivered and inflated several times in the distal and proximal portion of the lesion and the procedure was completed successfully. The patient did not experience any complications as a result of the failure with the device. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. The device was visually inspected under 4x-60x magnification by digital microscope camera. No external or internal packing was returned. The device contained a blood like substance throughout. The hub was printed as expected and no visual defects were observed. There was one kink noted on the outer on the exit of the strain relief. There was a kink noted on the inner approx. 25mm from proximal markerband. No visual defects were observed on the distal tip. The balloon was separated from the outer at the proximal fuse point. There is bunching on the proximal side of the balloon. A 0.014" guidewire was inserted through distal tip & hub without any issues. An attempt was made to inflate the device, but due to the balloon separation it was not possible for the balloon to inflate. The result of the investigation is unconfirmed. The visual and functional examination of the returned device established that the balloon separated from the outer at the proximal fuse position. Due to the condition of the device it could not be inflated. It is likely that handling or procedural techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Recommended procedure and technique: (inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. To exchange catheters, maintain the guidewire¿s position and loosen the haemostatic valve. Pull out the dilation catheter until the guidewire entry point exits the haemostatic valve. Grasp the wire a short distance from the entry point and continue to withdraw the catheter. Continue to alternate grasping the guidewire and moving the catheter until the catheter tip clears the haemostatic valve. Insert the new catheter as previously described for the initial catheter. Simultaneously withdraw the dilation catheter and guidewire from the guiding catheter / sheath. Withdraw the guiding catheter / sheath from the vessel. Follow standard practice for the management of the guiding catheter /sheaths (removal should not be attempted before near normalisation of clotting). Deflation and withdraw deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).